Event description:
I bought 4 boxes of the quickvue at-home otc covid-19 test. I used 2 test within one box. The fluid in the tube seems to be substantially less that what the graphics in the package inset show. For example the package insert graphics show that the cotton swab tip should be almost completely covered with the liquid in the tube. Mine barely covered the distal third of the cotton swab tip. As per the test strip, the package insert graphic shows the liquid covering most of the arrow head , mine did not touch the arrow heads at all, just some portion of the white area of the strip, about 4-5mm. My test were both negative, but I do worry about the reliability of the test is the tubes indeed are under filled. FDA safety report ID # (B)(4).